Event description:
Khashab, a comparative evaluation of early stent occlusion among biliary conventional versus wing stents. All ercp procedures were performed with patients under either conscious sedation or propofol anesthesia, with or without endotracheal intubation. Standard cannulation techniques were used for biliary cannulation. The length of the stents was based on the length of the stricture. The stents were placed so that proximal end was 1¿2 cm above the proximal end of the stricture, and the distal end of the stent was in the duodenal lumen. Most of the conventional stents used were 7 and 10 fr cotton¿huibregtse biliary stents (chbs) (cook medical, (B)(4) USA). In this study, early stent occlusion occurred in 112 (18.3%) procedures (89 cases in the conventional stent group) which required the performance of unscheduled ercp in all cases. The presenting symptom was cholangitis in 39 (34.8%) patients (35 patients in the conventional stent group). The mean duration to unscheduled ercp was 21 days. The early stent occlusion was defined as worsening cholestatic liver test results of significant severity to warrant ercp with stent exchange before the planned stent exchange (usually at three-month intervals), or symptoms of cholangitis. Required the performance of unscheduled ercp.

Manufacturer narrative:
Medical products: fge catheter, biliary, diagnostic.